Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/25/2020. H.6. Investigation: 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Photos of a 3/10cc syringe were forwarded to the manufacturing facility. Customer states that when removing the shield, the needle with the shied was separated from the hub. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.